Event description:
Acct reports "the item was injected into tubing and rubber stopper blew off and turned within its collar". States set was being used with a power injector. No pt injury reported. States no blood contamination, but contrast "blew all over the room".